Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The issue was not confirmed as the event log did not contain the complaint occurrence date. All therapies which were found in event log were completed as intended after 13 cycles with success. Also "50 minutes" to start drain 6 was not confirmed. Device works like intended during patient use and during evaluation. The root cause was not determined.

Event description:
A nurse contacted baxter to report that the home patient (hp) reported that she woke because of strong abdominal pain and a sense of feeling full during her night therapy on the homechoice (hc) machine. The hp performed a manual drain and then disconnected from the hc. The hp did not feel any more abdominal pain after the manual drain. Hp's fill volume is 2000 ml, and the manual drain amount was about 5000 ml. This information meets the increased intra peritoneal volume (iipv) criteria.